Event description:
According to the reporter: the unit would not toggle back and forth. There was no bleeding reported in excess of 500cc. The case was not extended by more than 3 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).